Event description:
It was reported that 8 instruments are leaching a brown residue from the handles. There was a delay to a procedure to reclean the instruments. The next time through sterile processing the handles began leaching again. The consultant replaced all parts through a port, as they were needed for upcoming cases. Instruments were reportedly old and needed replacing. This is 4 of 10 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code: fzy. The DHR was reviewed and no issues that would have resulted in this complaint were found. The device was received, however, no evaluation is available.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 4 of 10 for complaint (B)(4).

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product development event evaluation showed all of the returned parts have phenolic handles which is a standard instrument handle material that has been used for years. The complaint notes that there is brown residue leaching from the handles but the parts were decontaminated when returned from the field and there was no residue on the parts when they were received for evaluation. There have been a limited number of complaints for this condition on instruments with the phenolic (canvesit) material and there have been thousands of instruments distributed with handles made with this material. The following shows the manufacturing dates for the instruments and it is evident that the returned parts were all manufactured several years ago and have been used without issue for quite some time. The 357.406 (manufactured in july 2003 and september 2004), the 357.25 (may 2003 and november 2008), the 314.75 (june 2003 and september 2004), the 357.515 (may 2003 and january 2005), the 399.42 (february 2009), and the 399.43 (june 2005). The parts were decontaminated when returned from the field and any residue that was on the parts was removed prior to being received for evaluation. Since the complaint condition could not be verified or evaluated, this complaint is dispositioned indeterminate.